Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in the radius side assessed as surgical impact opening (shell thickness was within specification). Additional observations: observed 40 mm dark patch edge material inside gel device. Observed stress marks on the device.

Event description:
An MRI confirmed the right rupture. Physician noted, via op. Report, a "right partial capsulectomy."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.